Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of downstream occlusion error during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion error" was not reproduced. Evaluation was able to load and run a set with no discrepancies. A review of the event history log revealed multiple "downstream occlusion" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.